Manufacturer narrative:
The pump was received with cracked battery tube thread, broken reservoir tube lip, cracked and bleeding lcd glass, severely scratched display window, and dog chew marks on case noted. The reservoir tube lip and display window was damaged due to dog chew.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was damaged on the outside of the pump. The mother states the dog chewed up the pump and the screen was damaged. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.